Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, compromised force sensor system test, excessive no delivery test and displacement test or verify the one-minute non-destructive ram test failed. Alarm and artc or internal clock comparison error due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a watchdog timeout and internal clock comparison error alarm. The customer¿s blood glucose was 124 mg/dl at the time of incident. Customer stated that they were not able to clear the alarm. Troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.